Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photographs were provided. The photos shows an osteoraptor anchor assembly in which the anchor has broken at its proximal end. The suture remains attached to the anchor and handle. Examination of the photograph is inconclusive as to root cause. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported product broke when it was used.